Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the customer through the reset process. Following the reset, the cgm error code did not reappear, and the customer successfully started a new sensor session.